Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced some issues. During the procedure, the patient's oxygen level and heartrate dropped and the patient started to decompensate. Per the physician, the patient did not have a stroke. There was some concern 24 hours after the procedure, but ultimately the work up was negative. The patient was stable and doing okay at the time of this report. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.